Event description:
Customer reported that the unit went ventilator inoperative with error code messages of data acquisition (da) pcba adc failed and data acquisition (da) pcba adc reference failed. The customer reported there was no patient involvement.